Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-45, lot# v564084, implanted: (B)(6), product type: lead. Product ID: 3888-56, lot# v617051, implanted: (B)(6), explanted: product type lead.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). The rep reported that the patient had the system removed in 2012. The rep reported that the patient had pain since explant. The rep reported that the patient with to the healthcare provider (hcp) who removed the system multiple times because of this and the hcp said he saw nothing in x-rays, etc. The rep reported that the patient stated that it turned out there was approximately 4 inch piece of the bifurcated lead that had migrated towards the skin ¿just prior to removal¿ of this 4 inch piece in (B)(6). The rep reported that the patient had medical issues and 7 years of medication because of this pain caused by the 4 inch piece. It was noted that it was unclear why the system was removed in the first place. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that it was the first time the rep had met the patient and it was unknown if the patient's weight had fluctuated or not. The rep stated they reported all they knew. The system was removed but a 4 inch segment was left behind; the patient had back pain after the explant. Multiple x-rays were performed to locate any remaining materials and nothing was found. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-45, lot# v564084, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v617051, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the lead being left in the patient and lead migrating was that it was not visualized with fluoro. The hcp reported that the actions/interventions that were taken to resolve the lead being left in the patient and the lead migrating were removal of sleeve. The hcp reported that the lead being left in the patient and the pain had been resolved. No further complications were reported.